Event description:
Customer reported that the unit was giving error code message of machine and proximal pressure sensors failed. It is unknown if the unit was in clinical use at the time the reported issue was discovered and it is unknown if there was harm to the patient or user.

Event description:
Customer reported that the unit was giving error code message of machine and proximal pressure sensors failed. Through follow-ups, customer stated that there was no patient involvement.